Event description:
It was reported that the delivery system kinked and was difficult to remove. Procedure summary: the patients anatomy was a bicuspid native aortic valve and the left main stem coronary artery(lms) originated from the right coronary cusp(rcc). During the transcatheter aortic valve replacement (tavr) procedure, as the 27mm lotus edge valve crossed the native aortic annulus and the physician began to unsheathe the valve, it was noticed that the extra small safari2 guidewire was too small to support the delivery system. The physician elected to change the guidewire to a size small safari2. The lotus edge valve system was re-sheathed and removed through the large lotus introducer sheath and resistance was noted. Once outside the patient, the distal end of the delivery system was examined and part of it had collapsed in on itself. The distal delivery system was deformed and very rigid. The procedure was completed with another 27mm lotus edge valve system. No patient complications were noted.

Manufacturer narrative:
H3: device evaluation: the lotus edge delivery system (24508197) was returned with the valve inside the sterilization bottle. The outer shaft exiting from the proximal end of the bottle was compressed. Further examinations identified that the outer shaft was compressed right into the bottle cap connection. This type of damage to the shaft is consistent with over-tightening of the bottle cap as part of the preparation of the device for return for analysis. The sterilization bottle was removed and it was identified that the bottle caps had been re-attached too far back on the outer sheath and the outer sheath was clamped / compressed. The bottle caps were opened and compressions were identified on the outer sheath at the tip end. The compressions stretched from approximately 2.5cm from the proximal end of the tip of the nosecone and extended proximally along the outer sheath for a total length of 14cm. No damage was noted with the nosecone. There was no evidence of any over-seating of the nosecone, from the visual examination of the returned device. As part of the device analysis the valve was deployed with no restrictions or damages observed. No other damage was observed.

Event description:
It was reported that the delivery system kinked and was difficult to remove. Procedure summary: the patients anatomy was a bicuspid native aortic valve and the left main stem coronary artery(lms) originated from the right coronary cusp(rcc). During the transcatheter aortic valve replacement (tavr) procedure, as the 27mm lotus edge valve crossed the native aortic annulus and the physician began to unsheathe the valve, it was noticed that the extra small safari2 guidewire was too small to support the delivery system. The physician elected to change the guidewire to a size small safari2. The lotus edge valve system was re-sheathed and removed through the large lotus introducer sheath and resistance was noted. Once outside the patient, the distal end of the delivery system was examined and part of it had collapsed in on itself. The distal delivery system was deformed and very rigid. The procedure was completed with another 27mm lotus edge valve system. No patient complications were noted.